Event description:
It was reported that the pacemaker was attempted to be interrogated using two different programmers, merlin1 and merlin 2, however neither were able to interrogate. When performing the magnet test, the rate increased to 100 bpm in asynchronous mode. The programmers were then tested by interrogating other pacemakers, and they worked correctly, ruling out any issue with the programmers. Further information was requested however, was not provided.